Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP device had a burning smell like hot breaks or hot metal. The device made a loud blower noise then shut off and stopped functioning. The device was plugged into the wall. There were no reports of smoke, flames, melting, warping or void/gaps in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information a dreamstation 2 advanced auto CPAP device had a burning smell like hot breaks or hot metal. The device made a loud blower noise then shut off and stopped functioning. The device was plugged into the wall. There were no reports of smoke, flames, melting, warping or void/gaps in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell and hot¿ is classified as low and does not present a serious risk to patient safety.